Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set did not stick. The patient did not observe any damage when the device packaging was first opened. The patient's blood glucose levels were 300 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a corrective bolus. The patient did not test for ketones. The patient was going to try a new set. No permanent injury was reported.